Event description:
Info received indicates when testing the bed, the tech found the ground resistance was high.

Manufacturer narrative:
The tech isolated the issue to a loose terminal screw in the power cord plug. He tightened the connection to repair the bed.